Manufacturer narrative:
Upon receipt, the programmer was visually inspected, and no anomalies were noted. The system underwent functional testing and baseline checks were completed. The programmer was powered on and it was confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs. No error or fault codes were recorded in the programmer's logfile. The lcd touchscreen was replaced. Additionally, the programmer was check for error reports or boot-up issues. Several error codes were recorded. The reported error codes have been seen before; the guidance is to re-boot the programmer system. This will re-start the software and will, most times, clear the error. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that this latitude programmer was returned to boston scientific without any reported allegations against its functionality or involvement with any adverse patient effects. Initial analysis identified a product performance issue and detailed testing was performed.